Event description:
It was reported that during a device change out, fluoroscopy showed externalized conductors. Low sensing was also noted. The lead was capped and replaced. No adverse consequences to the patient.